Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: correction to b4, b5, and g4: a review of the complaint record indicated that the complaint was received by animas on (B)(6) 2015, not (B)(6) 2015 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that a battery compartment crack was found from the battery compartment lip to case seal tangent to bumper. The battery compartment bumper and cartridge compartment bumper were not present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.